Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. On an unreported date, the pt experienced a breach in aseptic technique further described as pt used poor aseptic technique and possibly reused solution bags. The pt was hospitalized for the event for three days. Treatment for the peritonitis included antibiotics; vancomycin, 2g, intraperitoneally (ip) every 5 days and cefepime, 1.5g daily (route not reported). On an unknown date, the pt was re-trained on proper aseptic procedures. At the time of this report, the pt was recovered from the peritonitis and dianeal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.